Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels after a routine visit with his endocrinologist. The customer stated that his doctor made changes to some of his basal rates. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the bolus delivery totals did not match with the daily totals. The prime and high pressure tests passed. Days later, the customer called to report that he was hospitalized due to hypoglycemia and an infection in his leg. The customer did not known why his blood glucose levels went so low. The insulin pump had been replaced due to the issue with the daily totals, but he continued using the insulin pump. Nothing further was reported.